Event description:
It was reported that the patient received inappropriate shocks due to a high ventricular rate during atrial fibrillation. The patient was taken by ambulance to hospital and was admitted. The patient was enrolled in the more-care study. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.